Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A possible causal relationship between the patient¿s episode of peritonitis, sepsis, and subsequent in-patient hospitalization with ultimate expiration of this patient and the fresenius products exists. There is documentation in the death notification form which identifies secondary cause and contributory was peritonitis. A potential contributory factor was the diagnosis of chylous ascites, which is the extravasation of milky chyle into the peritoneal cavity. Chylous ascites is an uncommon clinical condition that occurs as a result of disruption of the abdominal lymphatics due to spontaneous bacterial peritonitis. There appears to be no identifiable temporal relationship to the last known documented date of patient¿s last ccpd treatment in the hospital.

Event description:
A peritoneal dialysis nurse reported that the patient passed away. Medical records were received and reviewed. The last known documented date of patientâ¿¿s last dialysis treatment in the hospital was (B)(6) 2017 and the patient subsequently expired on (B)(6) 2017. The end stage renal death notification form was received and reveals the patient passed away on (B)(6) 2017 while hospitalized. The primary cause of death was septicemia; secondary cause was peritonitis related to peritoneal dialysis. The patient was noted to be receiving hospice care prior to subsequent expiration in the hospital.